Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The t:slim user guide states: do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. Device not returned.

Event description:
It was reported multiple occlusion alarms occurred. Reportedly, the customer uses apidra insulin in their cartridge. The customer performed troubleshooting on their own and delivered a test bolus, while disconnected from the pump, and the occlusion alarm reoccurred. An infusion set and cartridge change was performed to address the occlusion alarm. The customer's blood glucose (bg) level was 420mg/dl and a correction bolus via the pump was delivered to address the bg level.